Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a loss of communication issue between the insulin pump and transmitter. The customer received the sensor loss signal and has to put it closer to the continuous glucose monitoring to reconnect. The customer stated that the transmitter was not manually removed by the customer when the issue occurred representative walked the customer through steps to unpair the transmitter from the pump and repair it. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040a, and mmt-7841zn. Troubleshooting was performed, and it was unknown whether the issue was resolved or not. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-7841zn

Event description:
Updated summary: the transmitter and pump paired successfully. Issue was resolved. So, the event submitted under regulatory report number 2032227-2025-190834 is not reportable.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.